Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old female patient with chronic lymphiod leukemia. There was no additional patient information available at the time of this report. Date: (B)(6) 2018, time: 9:05am result: <60; (B)(6) 2018, 9:08am, 103. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 04/12/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain testing could not be performed as chem8+ lot h17241 expired prior to the investigation open date. No deficiency has been determined for the lot.